Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving an appropriate shock for ventricular fibrillation (vf). Episode review was requested. A boston scientific technical services consultant identified noise and discarded beats which were undersensed, resulting in a delay in therapy of approximately 10 seconds. The device had been programmed with a single zone at 250bpm and this was decreased to 220 bpm to try and minimize future delays in shock delivery. No adverse patient effects were reported.